Event description:
The calling reported the pt rec'd a custom tracheostomy tube with an obturator that was 5mm too short. The pt was recannulated with an unspecified tube.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.